Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed to resolve the occlusion. Blood glucose was 210 mg/dl. As the event occurred in the past, tandem technical support a cause could not be determined.